Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, "the pt has been in a lot of pain and has had a dislocation. This pt underwent a revision on (B)(6) 2011. He would like to know if any of his implants have been recalled. The surgeon told the pt that there was a recall for stryker implants of the same type that he had."